Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven to eight (7 to 8) units of 2000ml exactamix eva tpn bags leaked at the seal. This occurred after the bags had been filled with an unspecified solution. The reported stated that some bags would leak when squeezed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.